Manufacturer narrative:
Acording to the fse (field service engineer), the customer do not supply a po (purchase order). No ventilator logs have been provided and no service on the ventilator has been requested by the hospital. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: 334953.

Event description:
It was reported that the screen went blank while on patient. There was no patient harm. Manufacturer's ref #: (B)(4).